Manufacturer narrative:
Investigation summary: the complaint device was received and evaluated. Visual observation confirms the anchor is broken in half. This type of anchor breakage is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. However, it has been reported that the anchor was found broken before use. Therefore, we cannot determine a root cause for this failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. The batch review l205030 showed that the 300 devices were conformed to in process and finished goods specifications when released to stock on january 16, 2017. Expiration date: november 30, 2019 (according to retained labels). No nc was opened. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a breakage. The device was found broken before used on the patient. The surgeon doubts this material is no even. Enclosed please find the defect photo. Changed another one to complete. There is no report on patient's injury. This is report 1 of 1 for (B)(4).